Event description:
Pt had no complaints pre-dialysis. Blood pressure 240/p, temperature 97.6 pulse 96. One hour 15 minutes into dialysis pt complained of "hard chills" and not feeling well. Blood pressure 190/p, temp 98.9 dialysis was terminated because temp increased to 99.4 within five min. Blood cultures were draawn. Pt was given tylenol 650 mg and vancomycinn t gm IV. Maximum temp was 101.8. One hr anad 45 min later pt was sent home blood pressure 200/p weignt 52.0 kg